Event description:
It was reported that pump wake button often stuck, causing pump screen to remain off for several minutes. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.